Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials are (B)(6). Patient weight is unknown. Event date: exact date of symptom onset is unknown; however, the diagnosis was made on (B)(6) 2015. Implant and explant dates: device is an instrument and is not implanted or explanted. The device was used during the patient¿s initial procedure on (B)(6) 2015, just prior to onset of infection. The complainant part was received on december 22, 2015. The device return and product investigation will be captured in and reported under linked complaint (B)(4), which captured an intra-operative complaint against this device. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: monument - manufacturing date: september 24, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a lateral interbody fusion of l3/l4 and l4/l5 on (B)(6) 2015. The patient presented at the emergency room with fever and pain. An MRI revealed bilateral abscesses. A biopsy of the bilateral psoas muscles was taken, which confirmed that the wound was growing enterobacter. The patient was transferred to the care of another physician and returned to the operating room on (B)(6) 2016 to have wound washed-out. During the procedure, bilateral wound cultures were taken. The patient was treated with antibiotics (cefepime and vanomycin IV) and was reportedly in a stable condition postoperative. The wound cultures were positive for a different organism (unspecified). This report is 3 of 4 for (B)(4).

Manufacturer narrative:
It was noted that this device was received by the manufactured on january 05, 2016 under a different complaint number; on february 29, 2016 it was realized the device belonged to this complaint. A product investigation was completed: one (1) strong arm (part 03.816.800, lot 7923587, manufactured september 2015) and one (1) strong arm connector (part 03.816.801, lot 9450505, manufactured july 2015) arrived at the investigation. The parts were decontaminated prior to the arrival at the investigation site so an investigation into the tissue infection could not be conducted. The complaint is unconfirmed. The device history records for the two returned instruments showed that there were no issues during the manufacturing of the product that would contribute to this complaint condition. The complaint is unconfirmed. There is insufficient information to determine a probable root cause. The parts were decontaminated prior to arrival at the investigation site so an investigation into the tissue infection was not possible. The complaint is unconfirmed. No design issues were noted and so no corrective action is warranted at this time. The returned parts were found to have met the drawing¿s specifications consistent with its date of manufacture. The complaint cannot be confirmed so a probable root cause cannot be identified. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.